Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that subsequent testing of the device was unable to duplicate the malfunction.